Event description:
The customer's husband reported via phone call that the customer passed away at the hospital. The customer was hospitalized on (B)(6) 2015. The official cause of death was from natural causes. The customer's blood glucose at the time of death was unknown. The caller reported the customer's blood glucose declined to 13 mg/dl when the paramedics arrived at their house. It was also found the customer's blood glucose rose to 380 mg/dl while they were being treated in the emergency room. It was found the customer was previously hospitalized for a broken toe and an infection. It was also found the customer has retinopathy and retinal detachment as diabetes complications. The caller also reported the customer had kidney failure with only 50% functionality from their kidneys. The caller stated the customer did not use sensors and was not wearing one at the time of death. The customer was wearing the insulin pump at the time of death. The caller declined to return the insulin pump for analysis.